Event description:
During follow-up, a loss of capture and decreased sensing were observed on the right ventricular (rv) lead. Fluoroscopy was performed and revealed rv lead dislodgement. The event was resolved by repositioning the rv lead. Prior to discharge, a decrease in sensing was observed again on the rv lead. The physician elected to resolve the event by explanting and replacing the rv lead. The patient was in stable condition.

Event description:
During follow-up, a loss of capture and decreased sensing were observed on the right ventricular (rv) lead. Fluoroscopy was performed and revealed rv lead dislodgement. The event was resolved by repositioning the rv lead. Prior to discharge, a decrease in sensing was observed again on the rv lead due to dislodgement. The physician elected to resolve the event by explanting and replacing the rv lead. The patient was in stable condition.